Event description:
Per the clinic, the patient experienced electrode extrusion and otitis external (specific date not reported). Subsequently, the patient underwent surgical exploration of the cochlear implant, mastoidectomy, petrosectomy, blind sac closure, and explantation of the device on (b)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.